Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had error and not able to rewind it. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor and occlusion tests. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 38 noted. The motor was tested outside the device and it passed.